Event description:
Lab identified on 04/24/07 that 5 pts from 04/20/07 to 04/23/07 had falsely elevated troponins reported. Troponins were run on dade rxl dimension instrument. Quality control and calibrations were acceptable during this period. The hotline was called and after some troubleshooting, it was identified that the cause was due to bacterial contamination in the chem wash. A service rep came within a few hours and decontaminated the instrument. The MFR explained that when the instrument would sit for any length of time, the bacteria could multiply, and effect troponins. Though if the instrument was functioning, the troponins may not be effected -such as when quality control was run-. Two of the five pts were admitted to a hosp for followup.